Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer delivered bolus, pump still have 1.4 unit active insulin on the screen. Customer current blood glucose was 275 mg/dl. It was stated that still an active insulin on the pump, it is still lowing down the blood glucose reading. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis